Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). In addition, prior to procedure this device could not be interrogated with multiple programmers and wands being used. Subsequently, this device was explanted. No additional adverse patient effects were reported. The device will be returned.